Event description:
It was reported that the user experienced a leaking connection during a supply change while using fiasp prefilled cartridges with 23-inch teflon inset infusion sets, and customer support guided the user and caregiver through the process after observing they were advancing steps prematurely and not seeing drops during tubing fill. Symptoms included no adverse clinical effects and stable blood glucose. Outcomes included no medical intervention, no hospitalization, and successful completion of the supply change after education. Customer care provided real-time troubleshooting, visual inspection by the user of the cartridge and connection, and procedural review of the supply change steps. Investigation of this case revealed that the leak originated at the connect adaptor interface and that the cartridge and chamber showed no signs of malfunction, indicating an incorrect assembly of the connect adaptor outside the chamber and an infusion set connection error. It was concluded, based on previously established findings for similar reports, that user technique error was the cause, resolved with instruction on connecting the adaptor only after the cartridge is seated and replacing the adaptor and infusion set.

Manufacturer narrative:
Initial.